Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Stroke is a known potential adverse event associated with the use of carotid stents as stated in the xact instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Time of symptoms/ae: nine days postprocedure. Symptoms/ae: stroke. It was reported that nine days post a right internal carotid artery stenting procedure, the patient was rehospitalized with left sided paresis and dysphagia which was diagnosed as a stroke. A CT scan was negative. During hospitalization, the patient received physical therapy. Seventeen days postprocedure, the patient was discharged to rehabilitation facility. Reportedly, the patient's status continues to improve. Although requested, there is no additional information available.